Manufacturer narrative:
(B)(4)

Event description:
It was reported "patient says: "this also came off." The head nurse shows that the distal line cone of the PICC catheter is separated from the line." The catheter was removed and replaced. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of an extension line separation from the luer hub was able to be confirmed by the photo as it revealed the separation of the proximal luer hub from the extension line. However, without the sample returned for analysis, a complete visual inspection could not be performed. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. " the IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations.". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "patient says: "this also came off." The head nurse shows that the distal line cone of the PICC catheter is separated from the line." The catheter was removed and replaced. There was no medical intervention required. The patient's current condition is reported as "fine".